Manufacturer narrative:
Concomitant medical products and therapy dates: medical product: model 3186, scs lead; therapy date: unknown. Investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2019-05090. It was reported that patient's lead had high impedance on multiple contacts. Patient experienced effective therapy. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Post-operative, the issue resolved. It is unknown which lead is liable so both leads are reported.